Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units screen went blank while transporting unit through hallway. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and checked the error codes descriptions and found, 111,112 and 118 codes. Fse done the troubleshooting as per the service manual, and agreed that replacing the coiled cable should fix this issue. After taking the follow up about the unit repair, it was found that service order number is created but not yet completed. If any pertinent information is received in the future, a supplemental report will be submitted.